Manufacturer narrative:
D9: date returned to mfg.: 2/20/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the pump does not detect the cassette¿ was confirmed. Found the downstream occlusion (dso) sensor was non-responsive. The cause was a worn/defective dso sensor. Replaced the dso, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not detect the cassette. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.